Event description:
The complainant reports an under delivery. It was reported that 120 cc at a rate of 180 cc/hr took 65 minutes.

Manufacturer narrative:
(B) (4). (B) (4). The device reported is an abbott product that is marketed internationally, which is the same or similar to a device that is marketed domestically. Abbott nutrition standard procedure includes attempting to obtain all required information from the source.